Event description:
A patient underwent orthopedic surgery on (B)(6) 2021. The procedure required the use of a suture anchor and a parcus 5.5mm twist peek suture anchor (p/n 10517t, lot 13279, expiry date 2024-06-14) was implanted. Following the procedure, the patient developed a staph infection. The patient was given oral antibiotics and no readmission or further surgery was needed.

Event description:
A patient underwent orthopedic surgery on (B)(6) 2021. The procedure required the use of a suture anchor and a parcus 5.5mm twist peek suture anchor (p/n 10517t, lot 13279, expiry date 2024-06-14) was implanted. Following the procedure, the patient developed a staph infection. The patient was given oral antibiotics and no readmission or further surgery was needed.